Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the customer stated that one of the buttons is hard to press and takes three or four presses in order to respond. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised that the keypads on the insulin pumps have been made more durable, and the more she uses the pump the easier the button should be to press. No products were shipped or returned.